Manufacturer narrative:
(B)(4). The device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Sterile, unused proglide devices were returned. Testing was successfully performed on the devices with no malfunction noted. The reported patient effect of occlusion is listed in the proglide instructions for use. Based on the case information, a conclusive cause for the reported patient effect of occlusion and the relationship to the product, if any, cannot be determined. The treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other three proglide devices are filed under separate medwatch MFR reference numbers.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with proglide devices, using a pre-close technique, via a 6f sheath prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, for two proglide devices, when the plunger was removed the sutures came out with the device. The sutures of two additional proglide devices were successfully preplaced using the pre-close technique. The artery was occluded. Using a contralateral access, the artery was reopened using a viabahn stent. The tavr procedure was completed using the left common femoral access site and hemostasis was achieved on the left side with no issue. There was a clinically significant delay in the procedure of 60 minutes due to the occlusion and the stenting procedure. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.